Manufacturer narrative:
H.3., h.6.: the complaint product was returned for evaluation and was found to meet manufacturing specifications. The pr were reopen due to sample evaluation were completed. According to the sample evaluation summary, sample one (returned opened) was found to meet manufacturing specifications for surface and edge visual defect. However, the base curve and diameter results were found to be out of manufacturing specifications and larger than the tolerances. Sample two (returned opened) was found to be defective with multiple surface fractures. There was no contributing factor identified from DHR (process parameters and in process testing results). The samples evaluated in ldqi process shown all the samples were in spec for diameter, bce and CT. It is unlikely bc and diameter oos (larger than the tolerances) could have occurred. The fractures identified in the second open sample could be due to the customer handling as this symptoms appeared few days after usage. Based on the results of the samples evaluated, both samples were not found to meet manufacturing specifications. Per alcon operating procedure, further actions are in process to determine the root cause. Manufacturing investigation: out of specifications, further actions needed. A root cause investigation will be performed according to alcon operating procedure. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information in b.5. Correction in h.10. According to the sample evaluation summary; sample one (returned opened) was found to meet manufacturing specifications for surface and edge visual defect. However, the base curve and diameter results were found to be out of manufacturing specifications and larger than the tolerances. Sample two (returned opened) was found to be defective with multiple surface fractures. There was no contributing factor identified from device history record (DHR) (process parameters and in process testing results). The samples evaluated in lens dimension quality inspection (ldqi) process shown all the samples were in spec for diameter, base curve equivalent (bce) and center thickness (CT). It is unlikely base curve (bc) and diameter out of specification (oos) (larger than the tolerances) could have occurred. The fractures identified in the second open sample could be due to the customer handling as this symptoms appeared few days after usage. The manufacturer internal reference number is: (B)(4).

Event description:
No further information was received for this event upon follow-up.

Manufacturer narrative:
Device evaluated by MFR:the actual complaint product was not returned for evaluation. This lot has passed all the requirements as in accordance of approved procedure and quality sampling inspections prior to release. There is no significant change to the process that relates to the nature of complaint within the period of this manufacturing investigation. All other aspects of causes also has been assessed and found to be in place. No abnormality of internal trending identified during this investigation review. From the DHR finishing review, the lot met the release specification according to manufacturing procedure. The lot has undergone overkill sterilization cycle and the sterilization process parameter and bi incubation result also met specifications. Review on the environmental/utility data, there is no nonconformance reported during the manufacturing of this lot. No contributing factor identified in the manufacturing investigation. Retain sample evaluation was performed as per criteria; visual mantis inspection and vacuum tester for leakage. The results found that there was no sign of leakage observed in the 12 pieces of lenses. Since the complaint samples were not returned for evaluation; there is inability to confirm the product malfunction. The root cause of the complaint could not be determined. The manufacturer internal reference number is: 2019-15817.

Manufacturer narrative:
(B)(4). The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported through email on (B)(6) 2019, the consumer felt discomfort while using the contact lenses and through consultation, allergic conjunctivitis was evidenced. An unknown medication with unknown treatment regimen was given. The consumer was instructed to return for follow-up, however, was unable to do so. Days later, it was reported that the consumer approached an ophthalmologist and was diagnosed with keratitis due to defective contact lenses. A follow-up information was received on (B)(6) 2019 from the eye care professional (ecp), stating the consumer has a de-epithelialization of the 90% of the right cornea. As per report, the consumer did not visit any chemist regarding the case. The consumer also mentioned to have not worn contact lenses for more than two weeks and had no reports of any foreign body on the eye prior to the incident. The case is believed to have a sudden onset at noon. Received additional information on (B)(6) 2019 confirming the consumer¿s diagnosis of keratitis by an eye care professional (ecp) in the emergency room. Additional information has been requested but not yet received.